Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Pt status post tlif procedure, level l5-s1, implanted approx (B)(6) 2012 returned to surgeon for six week post op visit. A CT scan on an unk date showed a ti mirs locking cap was loose. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware and revised the pt with same type hardware. This is 2 of 3 reports for this event.